Event description:
The customer reported the ventilator was alarming due to a low o2 source. The customer reported the device was not in use therefore there was no patient involvement or harm. At the time of service, the customer reported to the manufacturers service technician that they had found the low o2 pressure alarm was being caused by a y connector that they were using with the device. The customer reported the y connector was prohibiting o2 flow to the device and causing the alarm. A loss of the oxygen source as reported can be detrimental to a patient if this type of event occurs during normal ventilation mode use. Applicable testing of the device passed. This is being reported as a user error.